Event description:
Ligasure device being used when the jaws locked. Surgeon and resident attempted to remove it by opening and closing the handle but failed. Laparoscopic scissors with cautery were then used to cut the patient's tissue freeing the ligasure. The ligasure was sequestered and not utilized for the remainder of the case.